Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016, and confirmed the leak from pin hole in I-beam tubing on the secondary aspiration pump (pm5); the tubing was replaced, resolving the event. (B)(4).

Event description:
The customer reported finding a contained leak of about 1cc from the pump module of a coulter lh 500 hematology analyzer along with buildup, while performing routine maintenance. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.